Manufacturer narrative:
Phone not provided. The customer requested just a replacement pad cable with no engineer evaluation.

Event description:
It was reported to philips that the device's pad cable is broken and needs to be replaced. The device was not in use on a patient.